Manufacturer narrative:
(B)(4). The lot history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the lhr review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
Acclarent was informed of an event which occurred right after the right maxillary sinus procedure on (B)(6) 2016, in which a relieva flex sinus guide catheter was use. The patient returned to the office with a minor reaction. The patient's right eye was completely closed and the patient could not open it. The physician consulted with the ophthalmologist who was not clear about the reaction. The patient returned to the office to have the physician examine the eye. There was no visual change reported and the patient did not experience pain. The patient was prescribed oral steroid and is reported to be well and has been doing well.